Event description:
The customer reported an intermittent loss of x-ray functionality. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator interface board battery was replaced and the calibration files were reloaded. The sys was tested and found to be working as intended and put back into svc.